Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was frozen on carefusion screen. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the med application auto-launched successfully and performed general checks on the server, including running a site-down query, which showed current messages, and reviewing health site viewer (hsv), where no critical notices were observed. The system functioned as intended when the technical support specialist investigated the issue.